Event description:
Boston scientific crm received info that this right atrial lead was dislodged 1 week post-valve surgery. The physician was able to reposition the ra lead in rv instead. To date, no adverse pt effects were reported.